Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was capped and replaced due to a decline in p waves. It was also reported the patient was experiencing multiple syncopal episodes with no prodrome. The device was found to be at elective replacement indicator status. The device was removed and replaced. No further patient complications have been reported as a result of this event.